Event description:
The customer reported a malfunction on the pump, identified as a software error. There was no adverse impact on the customer's blood glucose level. The customer was assisted by technical support to reset the pump successfully, allowing continued use, and was advised to call back if the issue reoccurred.